Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This device remains in service. No adverse patient effects were reported.